Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
Qn# (B)(4). Additional information received from the customer indicates the issue was detected during use on a patient. The customer returned multiple components of a cvc kit, including one swg assembly, dilator, and 2-l catheter. Definite signs of use were observed on the components. Visual analysis revealed that the guidewire contained one major kink and that the dilator tip was slightly deformed. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and observed to be full and spherical. The kink in the guide wire measured 450mm from the proximal weld. The overall length of the guidewire measured 602mm which is within the specification of 596 - 604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.801mm which is within the specification limits of 0.788-0.826 per guide wire product drawing. The overall length of the dilator extrusion measured 102mm which is within the specification limits of 94.2mm - 108mm per dilator product drawing. The inner diameter of the dilator tip measured 0.939mm which is within the specification limits of 0.9144mm- 0.9652mm per the dilator extrusion graphic. The returned guide wire and dilator were functionally tested per the instructions for use (IFU). The IFU states, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." The returned guide wire was passed through the returned dilator and catheter. The undamaged parts of gu idewire passed through the components with little to no resistance. The dilator was also tested with a lab inventory guidewire of the same diameter (0.826mm) as the guidewire provided with the kit, and the guidewire passed with little to no resistance. A manual tug test confirmed that the distal and proximal welds are intact. A device history record review was performed with no relevant findings. The instructions instructions-for-use (IFU) provided with this product warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The report that the guide wire was kinked was confirmed through examination of the returned sample. The guide wire and dilator met all relevant functional/dimensional requirements during investigation testing. A device history record review was performed and no relevant manufacturing findings were identified. Based on the condition of the guide wire and dilator, and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.